Event description:
(B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: issue description: (B)(4) health facilities that are experiencing issues with alaris pumps communicating with epic. (B)(4). Customer troubleshooting steps taken: n/a case resolution: sql transaction logs took up all of the drive space on e: and it caused the solutions to stop. We enabled instant file initialization and modified the auto-growth settings of the transaction logs. (B)(4) was able to expand the e: drive as well. No further assistance was requested. (B)(4).